Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level. The customer's blood glucose level was 488 mg/dl. The customer was treated with insulin shot. The customer was able to correct with a needle and gave 6.0 units of insulin. The customer advised to continue to monitor the blood glucose levels before bed. The insulin pump will not be returned for analysis.